Event description:
It was reported that there was no battery in the device. New device but not charging, identified upon delivery to distributor, before any procedures. No patient involved.

Manufacturer narrative:
The information received by the manufacturer, has been re-evaluated for MDR reporting. And it was determined, that this case does not meet the threshold for reporting. And is a non-reportable event. If further details are provided confirming, the occurrence of a reportable event, our files will be updated accordingly. And a further report submitted, outlining both the event details and our investigations performed.